Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 1. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-8802, with lot cvdbkn conformed to the specifications when released to stock in 24th march 2016. No root cause could be determined as no problem was noted with the valve during investigation. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The reported device was implanted to a patient (disease name unknown) between (B)(6) 2017. According to a postoperative comment made recently by the surgeon, it had been difficult to control pressure for preventing ventricular expansion. The pressure has been set at the lowest. More specifically, the surgeon point out balancing the pressure and scf flow. For example, the lowered pressure did not seem to increase csf flow. Conversely, the increased pressure did not seem to control csf flow properly. The patient is under motoring without revision, but the ventricular size is not improved. No further information is provided by the hospital. Valve was revised on (B)(6) while it was confirmed that the valve was draining the fluid, the surgeon suspected a malfunction since the flow could not be controlled. Replaced with a 82-3111.